Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and recommended to verify the application issues on the overview. After this, the network settings can be confirmed. The rse advised to plan an field service engineer (fse) for on site visit to further investigate the case. The customer stated they will investigate internally first and reach out to philips again in case they need any additional assistance. The rse reached out to the customer afterwards, and the customer stated the root cause analysis was no longer needed as they were able to find out the cause themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix that there was a loss of network connection. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.